Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder and pump replaced due to a right cylinder tear. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the bulge in the cylinder body would lead to limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ipp cxm inflate/deflate pump was leak tested and visually inspected and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that was a result of wear against the pump strain relief krt junction; no leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned pump. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. The kink resistant tubing (krt) of both cylinders were identified to be trimmed down to the input tube sleeve junction. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had broken fabrics threads in the proximal cylinder bodies. Cylinder 1 had a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Cylinder 2 had a bulge in the cylinder body when inflated with a syringe. Both cylinders were not pressure tested due to the leak and bulge that was identified. The identified broken fabric threads and bulge could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that a bulge was identified. The adverse event of bulge in a cylinder leading to limited device function is a known risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder and pump replaced due to a right cylinder tear. Following the surgery, the patient was stable, improved and the event resolved.